Event description:
A customer reported a patient with a hyperopic outcome following an intraocular lens (iol) implant procedure. The iol was exchanged due to "patient reason wrong power, clinical reason +0.50+1.50x25 hyperopic outcome." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).